Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda, and the reported difficult or delayed positioning (leaflet grasping), were due to procedural circumstances (visualization difficulty) in conjunction with challenging patient anatomy (restricted posterior leaflet and a thin leaflet). The reported poor image resolution was associated with difficult imaging. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip detachment from the posterior leaflet and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with restricted posterior leaflet and thin leaflet. During device preparation of the xtw clip (20919r2080), the lock line link was noted to be very long. It was from the distal cap on the lock lever. As a precaution, it was decided not to use the clip and replace it. A xtw clip (20922r1044) was prepped and advanced to the mitral valve. It was noted that there was difficulty grasping the leaflets due to challenging imaging. However, the clip was implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. The following day, transthoracic echocardiogram (tte) showed the implanted clip detached from the posterior leaflet (single leaflet device attachment (slda)). The mr increased to 4+. No tissue or chordal damage was observed. No further intervention or treatment was performed. No additional information was provided.